Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead was capped and replaced due to pacing impedances high. No adverse patient events reported. Should additional information be received, this file will be updated.